Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor sprint drug eluting stent was implanted in the lad during the index procedure. Approximately 11 months post index procedure the patient died. Cause of death was cardiac (unknown). Investigator assessed that event is not related to study device.